Manufacturer narrative:
The device history record for the reported lot number, 22100441, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 11-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 27-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the registered nurse (rn) reported placing a feeding tube in a similarly confused patient a while back and even though the rn suspected the receiver unit moved during the placement procedure. The rn thought it was good enough. The rn noted having a decent tracing and felt like it was a good gastric placement but upon x-ray confirmation, it was noted that the feeding tube was in the lung and caused a pneumothorax. The rn acknowledged taping the receiver unit to the patient's gown. The rn did not utilize the lateral view and depth cross section views. It is not known when this incident occurred, and there are no stored tracing files on the device...it is also not known if the patient suffered any other harm as a result of the pneumothorax. Additional information received 19-feb-2025 stating the device [software] was not updated to 2.8 until 28-jan-2025. The cortrak was running on an older software version at the time of the incident; the exact software version is unknown.